Manufacturer narrative:
Upon visual inspection, it was found that the trigger magnet was not fully seated in the trigger shaft. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 ran at full speed as soon as the battery was inserted without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.